Manufacturer narrative:
Removed product problem.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple resume pump alarms and did not know why. During troubleshooting with tandem technical support, pump history was reviewed and showed that several wake button alarms had been declared. Customer reported having the pump in her pocket when the alarms occurred. Customer was educated about keeping items from pressing on the wake button and the purpose of the resume pump alarm. Customer reported that blood glucose level was impacted (262 mg/dl). A correction was administered to treat elevated level.